Event description:
Complainant alleged that during functional testing the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and a f/u report will be submitted when our investigation is completed.